Manufacturer narrative:
Update to g4: PMA/510(k) number added correction to h10: a technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results. The reader firmware in this case did not cancel the test.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Customer was satisfied with investigation response from technical support and had no further questions. Test replacements were provided to customer as a goodwill gesture.

Event description:
Customer reported 5 instances of suspected false positives on cue with 4 different individuals across 3 different cartridge lots and 3 readers. This MDR is to document the first false positive result obtained for patient 4. See related cases (B)(4) for subsequent false positive results) (B)(6) 2022: patient tested positive on cue covid-19 test for home and over the counter (otc) use (cart sn:(B)(4). Patient retested on the cue covid-19 test for home and over the counter (otc) use (sn unknown) on an unspecified date and obtained a negative result. Customer stated some individuals took same day pcr testing and were negative, however, customer didn't specify which individuals received a negative confirmatory sars-cov-2 pcr test. No symptoms. Employees are tested daily in the office. Customer has covid testing rooms in their office, each table has a reader available for testing and ipad with cue health app and system is cleaned and disinfected after each use. Customer site has a total of 4 readers and each employees test themselves. Customer email: (B)(4).